Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. The cuff of the set was observed to being inflating as normal and no difficulties inserting either syringe were observed. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the routine 3-hourly cuff relief, which involves deflating and reflating balloon with 3.5ml of water patient's mother encountered difficulties with the valve. She stated that the valve was a very tight fit when she inserted the syringe, requiring both her and caregivers to apply significant pressure to the tube. The tube was reported to be used once over a 14-day period. The event happened at the patient's home. There were unknown adverse events reported as a result of the event.